Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump download history revealed loss of prime warnings associated with zero force and three "no cartridge detected" warnings. An "ezprime" operation was performed and the pump dispensed insulin from the cartridge during the load step and emitted a "no cartridge detected" warning.

Event description:
The patient reported that the pump dispensed insulin from the cartridge during the load step.